Event description:
A 24 mm diameter x 14 diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in an patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that 38 months post stent implant the aneurysm continued to enlarge, due to a persistent type ii endoleak. The physician attempted to occlude the type ii endoleak three times via trans sac, from the ima and from the hypogastric arteries with glue and coils, however the type ii endoleak did not resolve. The physician elected to convert the pt to a conventional graft. The stent graft was discarded by the user facility. No additional clinical sequelae were reported.